Event description:
It was reported that the event occurred during a laparoscopic sacrocolpopexy procedure with robot support. The patient had a medical history of laparotomy. After the procedure began, a detachment procedure was performed on the intestinal tract that had adhered to the peritoneum. The operation was performed directly below the port and, due to the adhesion tissue, visualization to the bipolar maryland forceps was lost. Attempted to operate and visually see the bipolar maryland forceps, but since it became a blind operation, tried to find the bipolar maryland forceps. When the camera was operated, checked the tip of the bipolar maryland forceps and a broken shaft was confirmed. The broken bipolar maryland forceps was removed along with the port. After visual inspection it was safely taken out of the body cavity and was examined, but there was no residue. A replacement instrument was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.